Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient's mother reported that her child had a rush and there was pus coming out of the site. She took her child to the doctor and they treated the child with antibiotic and antibiotic ointment for the site infection.